Event description:
Attempted to deliver the stent to a lesion via a tortuous vessel and the stent dislodged from the delivery balloon. Prolonged attempts to retrieve the stent were successful but required additional contrast and radiation. There was a modrate mi after procedure, which may have been due to the dissected lesion that dr couldn't stent. (Mi not necessarily related to attempts to retrieve dislodged stent).